Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user stated that the unit is no longer misting the medicine.